Event description:
Baxter (B)(4) received a report that one (1) infusor device backflowed from the fill port during filling. The device was being filled with 5% glucose. At the beginning of filling, backflow was observed from the filling port. There was no patient injury or medical intervention. The actual sample is available. There was no patient involvement. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. The device contained 60ml fluid in the bladder. Visual and functional testing was performed, and back-flow (leak) was observed at the fill-port. No other observation was noted. The sample was subsequently disassembled for examination. As a result, a small burgundy coil cap shaving (0.5 mm in size) was found under the check-band which evidently had caused the back-flow condition. Corrective action is currently in place under CAPA, (B)(4). A batch review was conducted which found no nonconformances. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.